Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was taking family to visit a friend in the hospital when she collapsed from a low blood glucose event; the customer fell and dislocated her knee, tibira, and fibula. The patient's blood glucose at the time of incident was 28 mg/dl. The customer had leg surgery performed and was given food for her low blood glucose. Troubleshooting for the insulin pump was declined. No products were returned or replaced.